Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 7 months the explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient presented to the emergency department with pump off alarms. It was reported that there was a cut in the external portion of the driveline. The patient stated that "it just happened" when questioned about how the damage occurred. The patient was reported to be symptomatic, but information regarding the nature of the symptoms was not provided. Upon auscultation, the pump was confirmed to be off. The manufacturer's technical service representative was consulted and confirmed with the health care professionals that since the distal portion of the driveline was damaged, a distal driveline replacement procedure could be performed. However, as the pump had reportedly been off for several hours, the surgeon and vad team decided that a pump exchange was more appropriate in case any clots had formed in the pump during that time period. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
It was reported that the device was retained by the hospital¿s lab; however, it was later returned. The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the remainder of the driveline was not returned. Continuity testing of the returned portion of the driveline found all wires to be electrically intact. The outer silicone jacket, clear bionate, and braided shield layers were cut approximately 1.5-1.75 inches from the nipple of the outlet housing but were otherwise unremarkable. The outer layers of the driveline were removed and examination of the underlying wires revealed a breach in the green wire insulation approximately 1.5 inches from the pump housing. The wire damage appeared mechanical in nature and correlated with the location where the clear bionate layer was cut, indicating that the damage was likely obtained post explant. Visual examination and high potential testing found no additional areas of compromised wire insulation. The reported driveline damage could not be confirmed as the entire driveline was not returned for evaluation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies.

Manufacturer narrative:
Additional information: it was reported that the device was retained by the hospital's lab. The report of driveline damage could not be confirmed as the device was not returned for evaluation. No log files were available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient stated that the damage to the driveline "just happened." No further information was provided.